Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplement al report will be submitted when additional information becomes available.

Event description:
Femur fracture near mako pin site.

Event description:
Femur fracture near mako pin site

Manufacturer narrative:
Update to b2 and d2. Reported event: femur fracture near mako pin site product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: product history review was not conducted as lot number was not provided. Complaint history review: complaint history review was not conducted as lot number was not provided. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.if additional information is received then the complaint will be reopened. H3 other text : device not returned